Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked in three places. The returned battery cap was undamaged and was unable to secure properly on to the returned pump; however, the cap was able to attach on to a test pump. Unrelated to the original complaint, the cartridge cap was damaged.

Manufacturer narrative:
Follow up #2 date of submission 05/25/2016. Correction: the damage found to the cartridge cap was determined to be cosmetic.